Event description:
Patient presented to the physician with a burning sensation at the ipg and a sensation that felt the ipg was rubbing against the skin. Physician brought the patient into the or and freed up the lead body and created a pocket so the ipg would lay flat.